Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Defect description: customer report: ¿syringes are broken and leaking during use.¿ product description: syringe 10ml ll bns. Vendor part#: 304657. Lot#: 5020039. Sample received: no samples or photos received customer response on (B)(6) 2025. 1. Can you please provide an exact date of event? Unsure of when the event occurred, but the complaint was reported on (B)(6) 2025 and the customer reported that multiple instances of this occurred over the month on (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, complication or negative outcome was reported. However, the customer stated that it happened during use. 3. Is the leakage the result of the break/occurring at the break? Unsure. The customer just reported that the syringes were breaking and leaking.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process.